Event description:
It was reported that, when discussing an empty pump, this almost happened again last month. The patient did not have refill information or a printout, which usually helped her. The patient¿s healthcare provider (hcp) ¿got her in right away¿ for a refill. The patient was ¿having issues¿ and was ¿not feeling right¿ because the pump was almost empty in two days. The patient contacted her hcp and she was told that ¿it was her fault to not remember the refill date because she did not get a printout¿. At the patient¿s last refill on (B)(6) 2014, the pump dose was updated from 96.78 to ¿100 something¿. It was noted that, at the time of the report, the patient seemed confused and disoriented at times. The device system was used to deliver baclofen. Please see manufacturer report # 3004209178-2013-15844 for information regarding the empty pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. It was further reported there seemed to be a limited number of physicians to do pump refills. It was noted the patient had post-poned having magnetic resonance imaging (MRI's) due to the location of the doctor to recheck the pump.